Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump temporary basal rate setting was "not working" as blood glucose (bg) level was not responding when changes were made to the setting. Bg was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.